Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technician reviewed the logs and tf 389 is intermittently active. According to the technician, on the gas path test they could see that the o2 safety valve is leaking customer were advised to order a new o2 safety valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 389 - no o2 dosing possible. At this time, there is no information about patient involvement.